Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable where they were able to verify the reported issue. It was found that when returned cable was connected to a test video monitor and blade, the image would disappear when the cable was manipulated. The cause is likely due to a breakage in the signal wire of the smart cable as a result of repeated bending of the smart cable near the connector. When the bending and straightening process is repeated the wire is work hardened and becomes brittle and eventually breaks. Since the customer received a replacement and no repairs are available for the device, the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation; however, the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the cable was manipulated. The procedure was completed using the reported smart cable with no delay noted. No harm to the patient or user was reported.